Event description:
It was reported that the insulin pump alarmed an error and experienced an unexpected restart shortly after a battery replacement. The blood glucose reading was 54 mg/dl. The customer stated that she had received a low battery alert about an hour prior to the alarm. She noted that she had treated and had been able to go through the matrix. The customer did not complain about the low blood glucose levels. Advised her to monitor the insulin pump and to call back if the issue recurred. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.